Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received failed battery test. The customer's blood glucose level at the time of incident was 355mg/dl. Troubleshoot was conducted. The customer states they would be calling back at a later time when replacement battery was available, in order to complete troubleshoot.